Event description:
It was reported that the handheld device displayed an error message stating ¿error executing sql statement.¿ a hard reset was performed but did not resolve the issue. The suspect medical device has not been returned to date.

Event description:
The handheld device, ac adaptor, and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis of the handheld database identified that it was not compatible with the v8.1 software (identified it was a v6 and not v7 as expected). Further analysis of the v6 database verified that it was not corrupt. No other anomalies were identified.